Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged and exposed wires) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, severing the wires to pins 1, 2, and 6 in the electrode belt receptacle. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had damaged and exposed wires at the electrode belt receptacle.